Event description:
Overdelivery reported. Overdelivery occurred during manufacturer field service representative inservice. The unit had not been in actual patient service. There was no additional information available.